Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope air/water flow was not working as intended. The issue was found during preparation before use inspection for an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the air supply volume, the water removal ability, and the water supply volume did not meet the standard volume due to a clogged nozzle. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, if there was a delay in the start of the pre-cleaning, if the air/water nozzle was flushed with air and water, if there were any abnormalities in the accessories used for reprocessing, if the nozzle was cleaned with lint-free cloths/brushes/sponges, and if the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.